Event description:
Customer stated that while using an air compressor to add air to his tires, the hubs cracked.

Manufacturer narrative:
Our recall literature advised the end user not to use an air compressor and recommended using hand pumps to add air to tires. The customer purchashed the unit second hand and the original owner did not respond to the recall notices or provide the information when the unit was sold. Emc replaced all the wheels on the unit in compliance with the recall.